Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-00917], neuromonitoring reported loss of motor function to patient's right arm. As a result, surgery was aborted on (B)(6) 2025. Patient was reimplanted on (B)(6) 2025.